Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the tip of the metal corewire. The remanent adhesive test and sanding visual inspection were not performed due to the length of the exposed corewire is too short. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the physician found that the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2016. According to the complainant, during unpacking, the physician found that the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.